Manufacturer narrative:
Patient information was not made available from the site. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Medtronic representative found when performing an o-arm spin on the sawbones, navigation was slightly inaccurate; when performed a manual registration on resin head and it was accurate. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a spine procedure, using a navigation system and an imaging system, the surgeon alleged a 1 centimeter inaccuracy lateral. While touching the surface of the bone, the navigation system showed being approximately 1 centimeter off of the bone. The site representative did not have any other patient information or details of the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. A tracker calibration was performed and the imaging system passed the system checkout. The system was found to be fully functional.